Event description:
It was reported the ipg was suddenly unable to communicate with external devices on (B)(6) 2013. The patient plans surgical intervention to address the issue.

Manufacturer narrative:
Correction 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.